Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was unresponsive. Additionally, it was reported that data points were missing from the continuous glucose monitor graph. Customer¿s blood glucose level was 142. The customer continued to use the pump for insulin therapy.